Event description:
The manufacturer received information alleging "it does not work" for a lifevent evo2 device. There was no harm or injury reported. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging "it does not work" for a lifevent evo2 device. There was no harm or injury reported. The device was not in patient use. During the preliminary evaluation of the lifevent evo2 device at a third-party service center, no malfunction was reported. An error indicating the ventilator cannot communicate with the external flow sensor assembly over rs485 bus was discovered in the device's event log. The external flow sensor fails would use the machine flow sensor and ventilation would still be provided. There is a back-up sensor. These come from the external sensor, not the internal sensor. The technician documented the customer's external flow sensor is defective and recommended replacing the device's external flow sensor. The in-line filter prox and the in-line filter are contaminated and will need to be replaced. Due to the 4-year preventative maintenance, the muffler assembly, particulate filter and air inlet foam filter need to be replaced. Maintenance label will be applied. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.